Event description:
It was reported that the patient alert triggered. Upon interrogation it was noted that the atrial lead thresholds were high. The lead's non-competitive atrial pacing was turned off and the outputs were increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.